Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: a call service 064 occlusion during prime error was observed in the black box on 05/07/2015. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump was able to perform the prime steps without a call service alarm.